Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, anxiety-product/procedure.

Event description:
Patient's son reported unknown side "pimple," "silicone leak," and "implant removal from textured to smooth due to the concerns of the product." Patient's son later reported right side "broken" and "smaller." Device remains implanted.